Manufacturer narrative:
Field service evaluated the device and no fault was found as service could not replicate issue. The client was advised to monitor the device and to power down the machine for about a minute before powering it back up to make sure the system completely powers down and settles. The device may have been hung up due to multiple power failures. According to the vaserlipo safety risk assessment, insufficient suction or pump issues can cause delay in treatment. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be found, and no conclusion can be drawn. At this time, a CAPA is not necessary.

Event description:
A user facility reported that the during a vaserlipo procedure, the pump would not turn on in the middle of the procedure, and thus there was no suction. The patient was under general anesthesia and the surgeon had to abort the procedure since the pump stopped working. No other equipment was used. The customer had been using the ventx throughout the procedure. They stopped using the ventx for a while and when they attempted to use it again the pump was not turning on. They only heard the click when turning on the ventx. There were no health consequences to the patient, however, this event meets the definition of a serious injury per solta medical reviewer due to the aborted procedure with the patient under general anesthesia.